Event description:
A report was received that the patients ipg was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that that patients ipg was no longer holding a charge. No device malfunction suspected.

Event description:
A report was received that the patients ipg was non-functional. The patient will undergo an ipg replacement procedure.